Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Lvp door latch recall 2017- 04/12/2018 11:30:25 jeannette kenefick (jkenefic) contact: socorro chavez - biomed 307-577-7895 schavez@wyomingmedicalcenter.org 05/02/2018 13:15:22 dung v nguyen (dnguyen) est rcl to mj. 05/14/2018 09:00:32 jessica galang (jgalang) updated from rcl to mjr for the major repair needed per dung nguyen, service tech. Repair approved by socorro chavez at schavez@wyom ingmedicalcenter.org for $365. New po# is bio146595. Npi 05/15/2018 06:06:21 dung v nguyen (dnguyen) lvp door latch recall completed. Replaced bezel assy crack lower hinge,rear case housing assy was crack upper well and iui connector assy corrosion. Replaced third party part door assy. 05/15/2018 09:39:46 annette a mendez (amendez) 1z9791540272970014 09/26/2019 15:01:41 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.